Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Concomitant medical products: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that:' when the packaging was opened, it was reported that a foreign substance such as hair was found. This surgery was finished with backup product" patient involvement

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: the evaluation of the returned product confirms evidence of debris (appears to be a hair strand) in inner blister. Visual inspection of the reported event shows the reported debris (hair strand) in the inner blister. A mark was identified on the blister to indicate where hair/foreign material was found by the nurse. Dimensional check was not carried out as dimensional non-conformance does not impact the complaint. A functional review could not be tested as the sterile barrier of the returned product was compromised on return. A review of the certificate of conformance confirms that the product was processed and verified in line with the specification and quality characteristics as defined by zimmer biomet on final release raw material review was not conducted as this would not be a cause factor. The product item no. 650-0831 has not been involved in any previous field actions. No corrective actions are required at this time. The cleanroom protocol visual check states that visual inspection was conducted and confirmed conformance on release. The root cause cannot be confirmed with the available information. The hazard and reported harm are covered by the risk file and the severity/occurrence and the risk scores are within acceptable limits. The overall risk is considered to be low. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that: when the packaging was opened, it was reported that a foreign substance such as hair was found. This surgery was finished with backup product - patient involvement.